Event description:
The doctor stated that on (B)(6), 2009 the patient received a mepdor two piece small chin implant. The doctor stated that the implant was placed intraorally and fixed with two screws. The doctor reported that one month after implantation of the implant the patient presented with a red painful area around the implant. The doctor stated that he treated the area intermittently with oral antibiotics and the patient's general practice doctor had treated the area as well. The doctor stated that the problem would get better and then return. The doctor has not explanted the implant but wanted to speak to someone about the options.

Manufacturer narrative:
The device history records for this lot were reviewed and all processes and test criteria are within the medpor implant specification. Device not returned